Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date of index procedure? Unknown. Where was the interceed placed? Small intestine. Does the surgeon believe there was any alleged deficiency with the device that contributed to the reported adverse event? Unknown what is physician¿s opinion as to the etiology of or contributing factors to this event? The causal relationship is unknown. The surgeon thought that it might be the cause because the interceed was placed. What is the patient current status? The patient was discharged and visits the hospital regularly. No further information will be provided.

Event description:
It was reported that the patient underwent an ileus surgery along with adhesiotomy on unknown date and the absorbable adhesion barrier was used on small intestine and then wound was closed. After 2 to 3 days after the procedure, the patient did not get well from the ileus, there were small intestine adhesions. The reoperation/enterectomy was performed within about a week. At the time of re-operation, adhesion ileus was recognized again, and the absorbable adhesion barrier was also removed. After the reoperation, the patient recovered well, and the patient was discharged from the hospital within a week. Currently, the patient recovered and visits the hospital regularly. No additional treatment is planned. The surgeon opined that the causal relationship is unknown. No further information is available.